Event description:
On (B)(6) 2011, the patient contacted animas and reported that over the past week she noticed that the battery needed to be replaced daily. The customer service representative went through troubleshooting with the patient and verified there was no structural damage to the battery cap; however, there was visible corrosion in the battery compartment. The reported issue was not resolved with troubleshooting. The patient indicated that she was at 362 mg/dl at 9am on (B)(6) 2011. The pump then alarmed low battery. The patient bolused at 9am with the insulin pump and she was at 237 mg/dl at 10:42 am. The patient reportedly did not have any symptoms of nausea, vomiting, or headache. The patient admitted having recent stresses and has had radiation therapy for cancer. The patient was advised to discontinue using the insulin pump and to consult with her doctor regarding insulin therapy. A replacement pump was sent to the patient. There was no evidence that the product caused or contributed to an adverse event since the patient's reported symptoms do not meet animas criteria for a serious injury; however, this complaint is being reported due to the reported power issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. The pump history showed several 'low battery" warnings and "replace battery" alarms had occurred. The pump powers on appropriately to the verification screen with functional auditory and vibratory alarms. Evaluation revealed a cracked battery compartment. There was evidence of moisture damage and corrosion inside the battery compartment, on the battery cap, on the power terminals, and on the vibration motor.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.